Manufacturer narrative:
(B)(4). Unknown when the alleged issue was detected. Potential lot numbers reported: 16hg28 and 16hj28. The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the connection did not hold to the tube.

Manufacturer narrative:
(B)(4). Two potential lot numbers were reported by the customer - "16hg28 or 16hj28". A device history record (DHR) review was performed on lot number 16hj28 as the other lot number was not present in the system. There were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that one component of the side arm was missing. It was also observed that the pilot balloon and valve were detached from the inflation tube. There was unknown tape sticking on the tube. No abnormality was observed on the area between the side arm and the tube. The detached area was observed under magnification. It was observed that the pilot balloon was detached from the tube. No cut marks were observed. There is 100% leak testing performed at the manufacturing facility; therefore, a detached side arm would be detected. In addition, the tube surface is rough, which proves the presence of glue indicating the side arm pilot balloon was there. It is very likely that the detachment was caused by mishandling of the product by the user, although this could not be confirmed. The root cause is listed as unknown.

Event description:
The customer alleges that the connection did not hold to the tube.